Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm constant tone, a13, 17 and a21. Customer's blood glucose was 100 mg/dl. After the troubleshooting was done, customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would replaced. The customer was advised if he uses pump, he would do so at his own risk.